Manufacturer narrative:
(B)(4). The clip remains in the patient. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated. In this case it was reported that the device was used after it was expired. It should be noted that the instructions for use mitraclip system manual states: do not use the mitraclip system after the use by date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused re-sterilized devices may result in infection, endocarditis, and /or sepsis. Improper or incorrect procedure or method was due to the user deviating from the device instructions for use (IFU). Based upon this information, the reported improper or incorrect procedure or method (use after expiration) is related to user error. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the use of the expired device. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). After two mitraclips were implanted without issue, mr was reduced to grade 1. It was then noted that the second implanted clip had a labeled expiration date of (B)(6) 2020. There were no adverse patient effects from use of the expired device. No additional information was provided.